Manufacturer narrative:
Awaiting return for evaluation of the device. DHR was reviewed and device met release criteria. Ulthera technical user manual contraindications state, "the ulthera system is contraindicated for use in pts with open facial wounds or lesions."

Event description:
It was reported by the distributor that the pt experienced skin irritation effects. Topical anesthesia and a derm roller were used during the procedure. "The dermaroller (also called skin rollers, microneedle rollers, and dermarollers) is a small hand-held rolling device which has micro surgical steel needles that reach the inner surface of your skin..."

Event description:
It was reported by the distributor that the pt experienced skin irritation effects. Topical anesthesia and a derm roller were used during the procedure. "The dermaroller (also called skin rollers, microneedle rollers, and dermarollers) is a small hand-held rolling device which has micro surgical steel needles that reach the inner surface of your skin."

Event description:
It was reported by the distributor that the pt experienced skin irritation effects. Topical anesthesia and a derm roller were used during the procedure. "The dermaroller (also called skin rollers, microneedle rollers, and dermarollers) is a small hand-held rolling device which has micro surgical steel needles that reach the inner surface of your skin..."

Manufacturer narrative:
Awaiting return for evaluation of the device. DHR was reviewed and device met release criteria. Ulthera technical user manual contraindications state, "the ulthera system is contraindicated for use in pts with open facial wounds or lesions."

Manufacturer narrative:
Awaiting return for evaluation of the device. DHR was reviewed and device met release criteria. Ulthera technical user manual contraindications state, "the ulthera system is contraindicated for use in pts with open facial wounds or lesions."